Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after nearly nine years in-vivo. Review of the device history records did not reveal any manufacturing deviations or anomalies that would contribute to the reported event. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.